Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A partial reset occurred on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). The patient described being awakened by sharp pain at the pacemaker pocket and at the same time there was a thunderstorm. The device reset and remains in use. No patient complications have been reported as a result of this event.